Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced extracardiac and muscle stimulation that felt like a shocking sensation in the chest region that didn¿t last long however was super bothersome. The patient felt it when they bent down to pick up a pencil, drinking water and felt like it went down the wrong pipe, while holding their breath and hitting their chest, stretching with arms backwards. In clinic evaluations saw the extracardiac stimulation recreated while stretching with arms backwards and holding their breath and stretching both in bipolar configuration and while holding their breath in unipolar configuration. The symptoms were less pronounced in unipolar configuration and the lead was reprogrammed to unipolar. The lead remains in use. No further patient complications have been reported as a result of this event.